Event description:
The customer reported that the image would collimate down to a little circle and then went black. This rendered the image and the system unusable. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator batteries were replaced. The system was then found to be operating as intended.